Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 700 mg/dl. Bg was addressed with a bolus via the pump, two full supply changes, and one additional change of the infusion set. During troubleshooting with tandem's technical support, no insulin was see exiting the infusion set tubing or cartridge tubing. The customer reported in a follow up on (B)(6) 2017 that the cause was due to the cartridge leaking at the connector. The customer declined further troubleshooting.